Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was inadequate gas exchange. As per user facility, they had an oxygenator failure that looked like it was clotted, or high-pressure excursion and it resulted in hemolysis, plasma leakage, and no gas transfer. The oxygenator was changed out. No health consequences or impact. There was an unknown minutes of delay. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 3, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d1 (updated brand name); d2a (updated common device name); d4 (additional device information - added exp date and updated primary unique device identification (UDI) number); d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to correction and additional information) ; h3 (device evaluation anticipated by manufacturer); h4 (device manufacture date). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 4315). The returned sample was inspected upon receipt and noted to have liquid in the center of the oxygenator housing. The sample was tested for its gas transfer performance. Bovine blood was conditioned according to protocol parameters and the test was performed at 4l blood flow rate, with o2 gas at 1:1. The sample was found to meet the specification for its oxygen performance. A photo was provided of a piece of debris that came out of the oxygenator. That debris was not returned; therefore, it could not be analyzed. The manufacturing process for the nx oxygenator was reviewed. There is no material used in tcv-elkton manufacturing that resembles the debris pictured. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received from an FDA medwatch under MDR report number: mw5162718. During a heart-lung transplant, the oxygenator failed that require in splicing out oxygenator during cardiopulmonary bypass (cpb). Initially, the oxygenator was leaking out of module onto the floor. They spliced a second oxygenator in line which temporized the situation before ongoing decline in partial pressure of oxygen in arterial blood (pao2). The pao2 was at 64, at its lowest during cardiopulmonary bypass, prior to being able to splice in a new oxygenator. Listed test range above for normal patients in a cpb result should be >> 100mmhg (millimeters of mercury). There was hypoxemia due to this event. After new oxygenator was placed, examination of the unit revealed thin flag piece of debris inside of oxygenator. They could not splice out the oxygenator when the problem was identified as the patient has no intrinsic perfusion (heart-lung implantation ongoing with no organ reperfusion).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: a2(patient information - added age) a3a (patient information - added sex) a4 (patient information - added weight) a5 (patient information - added ethnicity) a6 (patient information - added race) b5 (added describe event or problem) b7 (added other relevant history, including preexisting medical conditions) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (added health effect clinical code 1918) h10 (related report numbers - added mw5162718) a third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.